Manufacturer narrative:
This event occurred in (B)(6) .

Event description:
The customer complained of erroneous results for 2 samples from 1 patient tested for vancomycin (vanc2). Erroneous results were reported outside of the laboratory. The initial vanc2 result was 36.6 mg/l. This result was reported outside of the laboratory. The physician requested that the sample be sent to an external lab for confirmation. The repeat result from the external lab using a (B)(4) analyzer was 17.6 mg/l. A new sample was obtained from the patient on (B)(6) 2015 where the initial vanc2 result was 41.5 mg/l. This result was reported outside of the laboratory. The physician requested that the sample be sent out for confirmation. This sample was sent out to 3 different hospital laboratories where the repeat results were 19.2 mg/l from a (B)(4) analyzer, 35.1 mg/l from an (B)(4) analyzer and 43 mg/l from a different cobas 8000 analyzer. No adverse event was reported. The cobas c702 analyzer serial number is (B)(4).

Manufacturer narrative:
An attachment to the medwatch was added. The customer provided additional vanc2 comparisons that were erroneous. The comparisons from 04/15/2015 and 05/06/2015 were captured on the intial report. (B)(4).

Manufacturer narrative:
The sample was submitted for investigation. The sample was investigated using liquid chromatography-mass spectrometry method. The results from the investigation confirm that the roche results the customer obtained were correct.